Event description:
It was reported that the inflatable penile prosthesis was explanted. Upon removal the physician identified a leak in the tubing leading to the pump. A new ipp device was implanted. No patient complications were reported.